Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoirs were filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump, performed insulin pump manual prime, visual fluid flow through infusion set, and out catheter tip. In conclusion the reservoir not occluded.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. The customer treated her blood glucose level with an insulin pen. She was changing her reservoir and turned the reservoir over. Insulin fell out and she did not have any supplies with her, therefore, she had to wait until she got home and as a result her blood glucose level was high. The customer was advised that the device would be replaced and agreed to return the product for analysis.